Event description:
During follow-up, the device longevity was measured and premature battery depletion was suspected. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis of the device image revealed that eri had been triggered when the corresponding monthly battery voltage was normal. A false eri has occurred from transient high current drain caused by the device voltage approaching eri and brief increase in pacing activity or the autocapture being in high output mode. As-received, backup mode occurred, post explant due to low battery voltage and exposure to cold temperature. Downloaded product code pr9.7 to restore device out of the backup vvi mode. Analysis performed at nominal settings did not find any anomaly other than voltage being at eri level. Longevity assessment was performed, device was in the eri range of operation and exceeded the projected longevity.